Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for unknown interstim therapy. It was reported that there was a revision. The ins was removed but the lead was still present. All information was asked and unknown. There were no further complications reported.